Manufacturer narrative:
Pending investigation

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2016. The patient presented had possible disassociation poly liner. The patient was revised on (B)(6) 2019. The case report form indicates that this event is definitely related to device, definitely related to procedure. Outcome: resolved on (B)(6) 2019.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Serial number is unknown. Expiration and manufactured date is unknown. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation, and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been due to disassembly. However, the reported disassembly could not be confirmed. Potential contributions of manufacturing, user, and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not available for evaluation, and images, radiographs, relevant clinical information, and product information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.